Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8088 pta balloon dilatation catheter allegedly experienced retraction problems and break. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) year old male. Weight information was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8088 pta balloon dilatation catheter allegedly experienced retraction problems and break. This information was received from one source. One patient was involved with no patient consequences. The patient was a 78 year old male. Weight information was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was conducted and it was determined that a device history record (DHR) review was not required. The device was returned to the manufacturer for evaluation and the investigation was confirmed for the reported retraction issue and joint break. The retraction issue may have contributed to the balloon joint break. However, the definitive root cause could not be determined based on the available information. The device is labeled for single use.